Event description:
Reportedly on (B)(6) 2021, this patient underwent an endovascular repair of a dissective thoracoabdominal aneurysm type iii which was treated with a fenestrated and branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). During the procedure planning, it was determined that the celiac trunk, superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft and a gore® viabahn® vbx balloon expandable endoprostheses devices (viabahn® vbx device) were implanted in the aforementioned arteries. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. According to reports, on (B)(6) 2021 during a post-operative CT scan, a device compression/invagination was discovered in the vbx devices implanted in the celiac trunk and left renal artery.

Manufacturer narrative:
Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal casenumber. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Additional information has been requested from the physician and will be captured in the next report if provided. A review of the manufacturing records is still ongoing. Evaluation of the device could not be conducted because it remains implanted. Although additional information has been requested and gore will initiate the further appropriate investigations once its provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected imdrf codes.

Manufacturer narrative:
B1: corrected product problem.